Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet solent omni was selected for a deep vein thrombosis thombectomy procedure in the lower extremity vein. The priming and power pulse modes ran successfully. After 20 seconds in thrombectomy mode, it was noted that a loss of aspiration occurred. No error message displayed and the physician stopped the procedure and removed the catheter from the patient. A kink was found on a location of the yellow tubing that was inside the patient. There were no patient complications and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system with an unknown guidewire. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. The device was hard to flush during the disinfection step. There were numerous kinks throughout the shaft of the device. The shaft was torn and pulled causing a hole 53cm distal of the strain relief. Functional testing was performed by placing the device in the angiojet console. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (9.47 kpsi) without any errors or alarms; however, the catheter leaked from the hole in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet solent omni was selected for a deep vein thrombosis thombectomy procedure in the lower extremity vein. The priming and power pulse modes ran successfully. After 20 seconds in thrombectomy mode, it was noted that a loss of aspiration occurred. No error message displayed and the physician stopped the procedure and removed the catheter from the patient. A kink was found on a location of the yellow tubing that was inside the patient. There were no patient complications and the patient's status is stable.